Event description:
Surgeon used a medtronic m4 microdebrider navigated with a treon image guided system to perform the ent procedure resulting in a csf leak. Leak was repaired and pt recovered satisfactorily. Repeated attempts on obtaining pt details (block a) up to the date of this filing were not successful.

Manufacturer narrative:
Multiple attempts to obtain pt info were not successful up to the time of sending this report. If further info becomes available, an update report will be submitted. Defective device tested on site and then returned to MFR other than medtronic navigation.